Event description:
Visicu received a report form a health system stating that ecaremanager automated acuity and discharge readiness score information is not regularly updating.

Manufacturer narrative:
(B)(4). Other: remote connectivity will be used to evaluate the software at the health system. The manufacturer is currently investigating the issue and a follow-up will be submitted when the investigation is complete.